Manufacturer narrative:
A ge representative evaluated the system and replaced the tube and high voltage cables. System operates as intended. (B) (4).

Event description:
The customer reported arcing during several cases. No patient injury was reported.